Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an image artifact in scan data (addressed in this (B)(4)) and a couch noise during vertical motion (addressed in (B)(4). A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed the artifact and evaluated the system. The fse determined a failed a-plane collimator was the cause of the artifact. This report was initially submitted regarding a cracked compensator in the a-plane collimator, however, a crack in the compensator was not confirmed by the fse¿s evaluation of the system. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.